Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the patient had a uncomfortable feeling on his replaced hip. When he was putting on his socks, he felt a hip pain and he could not walk. The surgeon noticed that the centrax dissociated from the inner head with stem. Therefore, the surgeon performed a revision surgery on (B)(6) 2011. The insert was already disassembled to 8 pieces."